Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, sed rate results were not correlating for an unspecified number of tubes when compared to another tube. There were no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka the information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670, k231373 investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed of factors relating to erroneous results-sedimentation rate as all samples met specifications. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for sedimentation rate. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results-sedimentation rate. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.